Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and swollen lymph node. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿one of my implants have ruptured and I have a swollen lymph node" on an unknown side. Device remains implanted.